Manufacturer narrative:
Follow-up #1: date of submission 05/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/10/2016 with the following findings: a review of the black box indicated multiple ¿loss of prime¿ warnings had occurred. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no ¿loss of prime¿ warnings occurring. The force sensor calibration was within required specifications. The complaint could not be duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 3 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.